Manufacturer narrative:
(B)(4). Date sent: 7/2/2026. D4: batch # z7050l. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was received with the jaws in a closed position and no apparent external damage. In an attempt to replicate the reported incident, the device was subjected to functional testing; however, the trigger could not be actuated as it was jammed. The instrument was subsequently disassembled to assess the condition of the internal components. During disassembly, the silicone component was found to be missing, and the trigger was identified as broken, preventing proper advancement of clips into the jaws. Additionally, twenty (20) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch z7050l number, and no non-conformances were identified. Additional information was requested and the following was obtained: the device was not actually used in the patient. It failed before it could be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, clip jammed and wouldn¿t open. A new clip applier was opened to complete the procedure.